Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed with the naked eye, and with a stereomicroscope. Which observed, a leak in the non-printed panel of the bag at the center bag tube. The breach was 5.2 mm, as measured in the longest linear length. The reported condition was verified. The cause of the condition was determined to be, due to over welding of the material, during the manufacturing process. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva two compartment 3000 ml bag with 4-spike set leaked from the seam around the middle tubing. This was identified prior to use. There was no patient involvement. No additional information is available.